Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout.